Event description:
Costasis came out of the side of the joiner and not from the tip of the syringe. There was a crack in the joiner. This first kit was discarded and not used. A second kit was assembled and had the same results as the first kit. A third kit was assembled and the costasis was applied successfully.